Manufacturer narrative:
A review of the packaging records for the device is currently in progress. A review of the sterilization records for the device is currently in progress.

Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 53mm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The right side was utilized as the ipsilateral side. A 14 x 10 iliac extender was utilized on the left side and extended with a self-expanding nitinol stent. The self-expanding nitinol stent was placed via an open left transfemoral surgical approach. The patient also had bilateral pelvic arterial occlusive disease and exhibited bilateral claudication. On (B)(6) 2014 the aneurysm measured 49mm, by cta. On (B)(6) 2015 the aneurysm measured 37mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 40mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 44mm by cta. The clinical study site reported there was no aneurysm enlargement but there was an infected pseudoaneurysm on the right side. The patient exhibited multilevel occlusive disease in the right lower extremity which was due to a failure of a previous bypass. On (B)(6) 2016 a right common femoral/profunda femoral artery endarterectomy with dacron patch angioplasty was performed, as well as a right femoral patch to peroneal artery bypass with reversed greater saphenous vein. On (B)(6) 2016 the patient was noted to have developed a right groin lymphocutaneous fistula, treated with medication. This fistula was unrelated to gore devices. On (B)(6) 2016 the patient was diagnosed with pneumonia and treated with medication. On (B)(6) 2017 the patient developed sepsis and was treated with medication. On (B)(6) 2016 the patient was reportedly in acute renal failure.

Manufacturer narrative:
UDI information: rmt261412 (B)(4). Additional device: pxc141000 (B)(4). Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusions: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement and reoperation.

Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 53mm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient also had left external iliac occlusive disease. On (B)(6) 2014 the aneurysm measured 49mm, by cta. On (B)(6) 2015 the aneurysm measured 37mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 40mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 44mm by cta. The patient exhibited multilevel occlusive disease in the right lower extremity. On (B)(6) 2016 a right common femoral/profunda femoral artery endarterectomy with dacron patch angioplasty was performed, as well as a right femoral patch to peroneal artery bypass with reversed greater saphenous vein. On (B)(6) 2016 the patient was noted to have developed a right groin lymphocutaneous fistula, treated with medication. On (B)(6) 2016 the patient was diagnosed with pneumonia and treated with medication. On (B)(6) 2017 the patient developed sepsis and was treated with medication. On (B)(6) 2016 the patient was reportedly in acute renal failure.

Manufacturer narrative:
A review of the sterilization records indicated the lot met pre-release specifications.

Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 53mm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The right side was utilized as the ipsilateral side. A 14 x 10 iliac extender was utilized on the left side and extended with a self-expanding nitinol stent. The self-expanding nitinol stent was placed via an open left transfemoral surgical approach. The patient also had bilateral pelvic arterial occlusive disease and exhibited bilateral claudication. On (B)(6) 2014 the aneurysm measured 49mm, by cta. On (B)(6) 2015 the aneurysm measured 37mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 40mm, by ultrasound. On (B)(6) 2016 the findings from the cta of the abdominal aorta were as follows: infrarenal aortobiiliac endograft is again demonstrated. Aneurysmal dilatation of the overlying native aorta has decreased since the prior study and now measures 4.4 x 3.9 cm in maximal oblique, transverse, and ap diameters. Atheromatous change involving the abdominal aorta is stable. Atheromatous changes involving renal arteries bilaterally are stable. Narrowing of the proximal superior mesenteric artery is stable. Scattered calcified atheromatous changes involving the common, external, and internal iliac arteries are stable. Calcified plaque involving common femoral and femoral arteries along their courses, with areas of segmental narrowing are again demonstrated, appearing fairly stable, with no focal occlusions. Left popliteal artery partially obscured by metallic streak artifact from total knee arthroplasty. Right popliteal artery appears unremarkable. Anterior and posterior tibial arteries and peroneal arteries bilaterally demonstrate scattered calcific plaque, with calcification within the plaque making it difficult at times to assess the patency of the vessels. Appearance is stable to prior study. On (B)(6) 2016 a right common femoral/profunda femoral artery endarterectomy with dacron patch angioplasty was performed, as well as a right femoral patch to peroneal artery bypass with reversed greater saphenous vein. On (B)(6) 2016 the patient was diagnosed with postoperative wound cellulitis and noted to have developed a right groin lymphocutaneous fistula, was admitted to the hospital and treated with medication, specifically vancomycin and IV fluids. This fistula was unrelated to gore devices. On (B)(6) 2016 the patient was discharged. On (B)(6) 2016 the patient underwent right groin exploration, evacuation of pseudoaneurysm, excision of infected femoral reconstruction (no prosthetic components remaining); right distal external iliac artery to deep femoral artery interposition graft with reversed femoral-popliteal vein; reimplantatiopn of femoral to peroneal bypass onto interposition graft. On (B)(6) 2016 the patient was diagnosed with pneumonia and treated with medication. On (B)(6) 2017 the patient developed sepsis and was treated with medication. On (B)(6) 2016 the patient was reportedly in acute renal failure.

Manufacturer narrative:
Describe event or problem updated.

Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 53 mm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The right side was utilized as the ipsilateral side. A 14 x 10 iliac extender was utilized on the left side and extended with a self-expanding nitinol stent. The self-expanding nitinol stent was placed via an open left transfemoral surgical approach. The patient also had bilateral pelvic arterial occlusive disease and exhibited bilateral claudication. On (B)(6) 2014 the aneurysm measured 49 mm, by cta. On (B)(6) 2015 the aneurysm measured 37 mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 40 mm, by ultrasound. On (B)(6) 2016 the findings from the cta of the abdominal aorta were as follows: infrarenal aortoiliac endograft is again demonstrated. Aneurysmal dilatation of the overlying native aorta has decreased since the prior study and now measures 4.4 x 3.9 cm in maximal oblique, transverse, and ap diameters. Atheromatous change involving the abdominal aorta is stable. Atheromatous changes involving renal arteries bilaterally are stable. Narrowing of the proximal superior mesenteric artery is stable. Scattered calcified atheromatous changes involving the common, external, and internal iliac arteries are stable. Calcified plaque involving common femoral and femoral arteries along their courses, with areas of segmental narrowing are again demonstrated, appearing fairly stable, with no focal occlusions. Left popliteal artery partially obscured by metallic streak artifact from total knee arthroplasty. Right popliteal artery appears unremarkable. Anterior and posterior tibial arteries and peroneal arteries bilaterally demonstrate scattered calcific plaque, with calcification within the plaque making it difficult at times to assess the patency of the vessels. Appearance is stable to prior study. On (B)(6) 2016 a right common femoral/profunda femoral artery endarterectomy with dacron patch angioplasty was performed, as well as a right femoral patch to peroneal artery bypass with reversed greater saphenous vein. On (B)(6) 2016 the patient was diagnosed with postoperative wound cellulitis and noted to have developed a right groin lymphocutaneous fistula, was admitted to the hospital and treated with medication, specifically vancomycin and IV fluids. This fistula was unrelated to gore devices. On (B)(6) 2016 the patient was discharged. On (B)(6) 2016 the patient underwent right groin exploration, evacuation of pseudoaneurysm, excision of infected femoral reconstruction (no prosthetic components remaining); right distal external iliac artery to deep femoral artery interposition graft with reversed femoral-popliteal vein; reimplantation of femoral to peroneal bypass onto interposition graft. On (B)(6) 2016 the patient was diagnosed with pneumonia and treated with medication. On (B)(6) 2016 the patient was reportedly in acute renal failure. Treatment unknown. On (B)(6) 2017 the patient developed sepsis and was treated with medication.